Event description:
It was reported that when performing the routine maintenance in arctic sun device, the pressure readings were all below specification. They discussed that this was an indicative of the circulation pump failing. Requested a quote for the 2k hour service and loaner. Per follow up information received via mail on (B)(6) 2024, it was reported that the device would go to biomed. They were unaware of the therapy completion status, since the unit was in biomed shop. In the history of the device, it was stated that it was broken and needed to be sent to manufacture to be evaluated. No patient involvement, apparently unit get tested before use on patient, and the device work after the device was turned on and off. Per sample evaluation results on (B)(6) 2024, it was reported that the arctic sun device tank seals lifted from the tank.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed circulation pump. The device was evaluated upon receipt. Confirmed loss of pressure in patient data. Serviced circulation pump. Performed pm procedure. Tank seals lifted from the tank. Serviced mixing pump. Replaced heater, manifold o-rings, drain valves, tank tubing, tank seals. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The labelling review is not required as the complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Correction: d,f,h. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that when performing the routine maintenance in arctic sun device, the pressure readings were all below specification. They discussed that this was an indicative of the circulation pump failing. Requested a quote for the 2k hour service and loaner.